Event description:
The physician was using an integrity rapid exchange (rx) bare metal coronary stent for treatment of a very tight, tortuous lesion which exhibited 90% stenosis. The physician attempted to place the stent in the artery but was unable to cross the lesion. The stent was removed and the lesion was predilated. The physician then checked the struts of the stents before re-utilizing the stent. When the device came out of the guiding, the tip of the stent hit the tip of the guiding. The physician was unable to advance the stent and on removal it was noted that some of the stent struts were damaged. Another stent was used to treat the lesion. There were no abnormalities noted during preparation and inspection of the integrity device prior to use. There was no patient injury and no clinical sequelae were reported.

Event description:
Device evaluation: the distal tip was flared. A number of struts on the 2nd and 3rd distal stent segments were partially raised. A number of struts on the 1st distal segment were stretched and pulled distally over the distal inner shaft marker .

Manufacturer narrative:
(B)(4). Results: caused by another device (interaction with guiding catheter). (Device not received for evaluation). Conclusion: another device caused failure (interaction with guiding catheter).